Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed atrial noise oversensing resulting in inappropriate automatic mode switch (ams) on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.